Event description:
The customer states that 2 samples tested (samples from same batch run) on the ortho provue in the forward grouping portion of the abo blood grouping tests resulted in unexplained hemolysis while the same 2 samples were repeated by the manual gel method and results were satisfactory with no hemolysis in any of the forward typing. No erroneous results were reported. 1 of 2 events.

Manufacturer narrative:
On (B)(4) 2012 an ocd field engineer (fe) went to the customer site and verified the errors in the log files. The fe ran a sample and was able to see the same results as stated for service (unexplained hemolysis). The fe then replaced the cavro dilutor and probe. The fe primed the system several times. The fe ran the same sample again with good results. The customer ran and accepted qc. Repairs have returned this instrument to expected operation. All required documentation will be given to the customer. (B)(4).